Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 311.023, lot number: a7na39, manufacturing site: tuttlingen, release to warehouse date: week 39, 2004. A review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (over 16 years old). Service and repair evaluation: the customer reported 311.023 lot a7na39 not holding blade hex cruciform, keeps pulling off when in use. The repair technician reported there is a crack in the handle and the device will not couple with attachment. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation flow: damage/ functional. Visual inspection: ratcheting screwdriver handle (part# 311.023, lot# a7na39, qty# 1) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that there is a crack in the handle. Rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Functional test: the device failed to couple with attachment while testing for functionality as per specs at s&r monument site. Can the complaint be replicated with the returned device(s)? Yes. Device failure/ defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was not performed as it's not pertaining to complaint condition. Document/ specification review: based on the date of manufacture, the current and the manufactured drawings were reviewed: screwdriver body ratcheting no design issues or discrepancies were noticed. Complaint confirmed? Yes, as the device was unable to assemble with the attachment. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the ratcheting screwdriver handle (part# 311.023, lot# a7na39). There were no issues during the manufacture of this product that would contribute to this complaint condition. It is possible that the component of the device might have encountered unintended forces during use and service. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional product code: hxx. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the customer service have been contacted for a return of a 311.023 lot a7na39 not holding blade hex cruciform, which keeps pulling off when in use. This report is for one (1) ratcheting screwdriver handle. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.